Event description:
It was reported that during the procedure, the fiber broke and two debris shields blew in a row. The fiber was replaced, a pop occurred unusual motor like sound noise coming from the laser, weak power output. There were no patient complications. This report is for the broken fiber.

Manufacturer narrative:
G1 MFR site facility name corrected. The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the fiber broke and two debris shields blew in a row. The fiber was replaced, however, a pop/unusual motor like noise came from the laser and there was a weak power output. The procedure was completed with the replacement fiber. There were no patient complications reported.

Event description:
It was reported that during a procedure the fiber broke and two debris shields blew in a row. The fiber was replaced. A pop and an unusual motor like sound noise came from the laser and the console had a weak power output. The procedure and patient outcome were not reported. This report is for the broken fiber.